Event description:
Customer reported leaking at the upper fitment area of the silicone segment during eloxatin infusion. A new set was hung and the infusion continued. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and returned for failure investigation. The root cause of this failure was not identified.